Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9173719. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing separated from the adapter during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) during infusion, it's noticed that ext. Tubing separate from the adapter and the nurse immediately removed the tube. The problematic needle was discarded and could not be returned to the test."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing separated from the adapter during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on january 15th, during infusion, it's noticed that ext. Tubing separate from the adapter and the nurse immediately removed the tube. The problematic needle was discarded and could not be returned to the test."